Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Metal pin in mouth, saw on the brush that it came from it because the brush was partially released from the coupler - oral-b toothbrush [device breakage]. Consumer contacted via e-mail and stated that while brushing, he/she suddenly had a hard object in his/her mouth, it was a metal pin; he/she saw that it had come from the brush because the brush was partially released from the coupler. No injury was reported.

Manufacturer narrative:
11-dec-2020 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Consumer contacted via e-mail and stated that while brushing, he/she suddenly had a hard object in his/her mouth, it was a metal pin; he/she saw that it had come from the brush because the brush was partially released from the coupler. No injury was reported.